Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Gums injured [gingival injury]; the head that rotates on brushhead broke and gums were injured [injury associated with device]; the head that rotates on brushhead broke while brushing teeth / brush head broke off [device breakage]. Case description: an adult female consumer of unspecified age reported via e-mail on (B)(6) 2016 that the head that rotates on the oral-b power oral care refills precision clean broke while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. She stated that her gums were injured. Since this was now the second one in the pack to have an issue (the sixth one and now the last one), she wondered whether there might be a defect. The case outcome was unknown. No further information was provided. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer stated that the brush head broke off and injured her gums. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was no longer available to be returned.

Event description:
The head that rotates on brushhead broke and gums were injured [injury associated with device] the head that rotates on brushhead broke while brushing teeth / brush head broke off [device breakage] case description: an adult female consumer of unspecified age reported via e-mail on (B)(6) 2016 that the head that rotates on the oral-b power oral care refills precision clean broke while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. She stated that her gums were injured. Since this was now the second one in the pack to have an issue (the sixth one and now the last one), she wondered whether there might be a defect. The case outcome was unknown. No further information was provided. 15-sep-2016 received consumer's follow-up e-mail: the consumer stated that the brush head broke off and injured her gums. The case outcome remained unknown. No further information was provided. 25-nov-2016 received follow-up: it was reported that the product was no longer available to be sent back. No further information was provided.